Event description:
There was a pump volume discrepancy; the actual residual volume was greater than the expected residual volume. The hcp withdrew between 7-17 mg more drug than expected. The exact volumes were unk. The pt experienced a change in therapy effect; no further details were reported. There was no rotor study or other imaging done since the pt's symptoms began approx 5-6 months ago. The hcp informed the pt the pump should be replaced. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).